Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced issues with the implant battery not holding a charge, necessitating charging every three days. The patient expressed frustration with the frequent charging requirement. The patient confirmed no falls or trauma, confirmed that the issue began around the time of a new implant. The patient speculated that the therapy settings might be too high, contributing to the frequent charging. The patient was advised that charge frequency is influenced by therapy settings and usage and was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.